Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the hrsv monitor.

Event description:
It was reported that during a da vinci-assisted surgical procedure the left eye at the surgeon side console (ssc1) was black. The customer stated that the issue was only present in one ssc. The intuitive tech support engineer (tse) recommended performing a system power cycle, and a hard power cycle of the affected ssc, but the customer was not willing to take that step. The tse recommended the customer perform these steps after the procedure. The customer continued with the procedure, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup surgeon side console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) monitor was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. While powering on, a "no signal" message appeared. After the message was cleared, the image quality was sharp, with no noise, and was not tinted. The system idled for an hour and visually verified that there were no issues. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty hrsv monitor. This unit will be returned to original equipment manufacturer (OEM) for additional testing and for potential repair.

Event description:
Refer to h11 for follow-up information.